Event description:
Device was explanted due to unstable shock impedances, fluctuating to more than 130 at times. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The header of the ICD was inspected, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction.